Event description:
The surgeon was using too long of a screw at a surgery performance. According to his information, the head cap of the head cap screw has turned through when he was trying to remove this too long screw.

Manufacturer narrative:
Investigation in process but not yet concluded.